Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was unknown mg/dl. The customer's current blood glucose level was 40 mg/dl. The customer was using insulin pump within 48 hours of low blood glucose incident. The customer had treated for low blood glucose level with food. The auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.